Event description:
The customer reported to baxter us, a clearlink system buretrol solution set in which a leak occurred. According to the report, the nurse just primed the set with tpn and began an infusion on a patient via a colleague infusion pump (serial number: unknown). Shortly thereafter, "the pump kept alarming that there was air in it. When he removed the tubing from the pump to remove the air, he realized that his hands were wet and that is when he found the crack in the tubing." After the leak was identified, the nurse hung a dextrose solution while another bag of tpn was made. The condition occurred during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The customer returned one sample for evaluation. Sample evaluation was performed and a cut was confirmed in the precision tubing segment. The root cause could not be determined. A batch review could not be performed as the lot number is unknown. Should additional information become available a follow-up will be submitted. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.